Manufacturer narrative:
This infusion catheter was returned for investigation. The ultrasonic core catheter was not returned. The infusion catheter was returned neatly coiled with blood visible in the drug and coolant lines. Visual inspection noted kinks to the infusion catheter at 39.5 cm distal of the strain relief and 61.3 cm distal of the strain relief. Microscopic inspection noted pinch marks at 5mm distal of the proximal marker and drug hole occlusions. Reported lot number: 200629056-002.

Event description:
It was reported that an unresolved drug occlusion occurred. It was reported that a drug occlusion occurred and the drug port could not be flushed. The issue was unable to be resolved. The procedure was completed by discontinuing use in this catheter and increasing lytic flow is the other during a bilateral procedure. No patient consequences were reported. Therapy was successfully completed.

Manufacturer narrative:
Reported lot number: 200629056-002.

Event description:
It was reported that an unresolved drug occlusion occurred. It was reported that a drug occlusion occurred and the drug port and could not be flushed. The issue was unable to be resolved. The procedure was completed by discontinuing use in this catheter and increasing lytic flow is the other during a bilateral procedure. No patient consequences were reported. Therapy was successfully completed.